Event description:
It was reported that arrhythmia occurred. A 23mm lotus edge valve was selected for use. The lotus edge valve was implanted and noted to be deployed too deep. A pacemaker was implanted. It was further reported that the patient experienced heart block. The native aortic valve was severely calcified. The permanent pacemaker was implanted right after the aortic valve implant procedure

Event description:
It was reported that arrhythmia occurred. A 23mm lotus edge valve was selected for use. The lotus edge valve was implanted and noted to be deployed too deep. A pacemaker was implanted.